Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j145 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j145 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). 08-jul-2021.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the end of the buffy coat collection phase of the procedure they observed a leak coming from the return pump tubing. The customer reported approximately 1500 ml of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer did not return the product for investigation.

Manufacturer narrative:
The complaint kit with smart card was returned for investigation. A review of the smart card data showed that prime was completed, and blood collection began in double needle mode. The treatment proceeded and buffy coat collection began after 1499 ml of whole blood had been processed. The photoactivation phase started; however, was not completed as the operator aborted the treatment. The received kit was intact and still configured in double needle mode. The kit was pressure tested to check for leaks and a leak was verified at a tear on the recirculation pump tubing segment. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tear on the tubing segment was present at the time of manufacture. The root cause of the tubing leak was most likely the tear on the recirculation pump tubing segment. The cause of the damage to the tubing segment could not be determined based on the available information. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.